Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was in the hospital with peritonitis. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2026 the patient was hospitalized with symptoms of lethargy and abdominal pain. The nurse reported that the patient had a pd culture obtained in the hospital which confirmed a diagnosis of bacterial peritonitis (organism results not available). The nurse stated the patient received intra-peritoneal (ip) antibiotic therapy with vancomycin, zosyn and cefepime (dosing not provided). On (B)(6) 2026, the patient was discharged from the hospital continuing pd therapy with the same cycler. The nurse could not provide the exact cause for peritonitis. However, it was confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse indicated that the event may have been due to patient breach in aseptic technique.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the available information, the exact cause for peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency caused peritonitis. It is possible the peritonitis event is associated with patient breach in aseptic technique which is a well-established risk factor for peritonitis in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.